Manufacturer narrative:
A sample was received for eval from customer; however, it only consisted of the handle to the device. The accompanying scissor tip was not provided by the customer for eval. An eval of the device handle that was provided indicated damage to the rim and to a portion of the distal end threads. The manufacturing documentation for the handle lot number was thoroughly reviewed and no discrepancies were noted the would have caused the reported incident. Additionally, an empty labeled pouch was received from the customer. The empty labeled pouch was inspected and was different from the device packaging used by the original manufacturer. The labeled pouch appeared to be from re-processing center outside of the original manufacturer. Given the intended use of this product (single-use as stated on the device labeling by the original manufacturer), the sample appeared to have been re-processed in an off-label fashion. This was confirmed by this customer during a f/u call. We have directly communicated the intended use of this product with this customer in an effort to prevent any future product performance issues that may be associated with off-label use.

Event description:
The tip fell off in a pt. Additionally, account stated the retractor was being utilized during a laparoscopic cholecystectomy procedure. The surgeon used the instrument with scissors attached to cut cystic duct and proceeded to remove the product from the trocar. The surgeon removed the instrument from the trocar after pulling on it three times. The scissors were missing from the instrument, but located in the pt's abdomen and removed with forceps. The scissors were re-attached to the instrument and used to make other cuts in order to complete the case. The case was completed without incident and the scissors were discarded.